Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the doctor offered the patient a revision but she decided at this time that it was not bothering her enough to do the revision.

Event description:
It was reported that an implantable neurostimulator (ins) was sticking out on one side slightly and the patient wanted it to be sutured down more. It was noted that the ins wasn¿t flipped. It was reported that the doctor was planning to revise the ins to suture it down better and the revision date was not available. It was noted that diagnostic testing and troubleshooting included impedance testing and reprogramming. It was reported that symptoms included the ins slightly sticking out on one side under the skin at the device pocket and the patient status was noted as no injury. Additional information has been requested but was not available as of the date of this report.